Manufacturer narrative:
The lead is currently not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. There are currently no supplementary data available. The case is therefore closed. If additional information should be received at a later time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - it was reported that this ra lead and the rv lead were explanted due to oversensing approximately 46 months after the implantation. The leads were connected to a competitors ICD. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm and 31 cm distal to the is-1 connector pin into 3 segments. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The analysis revealed multiple abrasion marks along the lead fragments. Particularly 8 cm distal to the is-1 connector pin the insulation was rubbed through which can be considered as the root cause of the reported noise. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Furthermore the medial lead fragment demonstrated a deformed outer coil which most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.